Event description:
After de-accessing the patient's port needle and taking it out of the pt's body, gripper plus power p.a.c non-coring safety needle for power injection by deltec did not fully retract into safety mechanism. This lead to needle stick injury occurring to staff. No injury to patient.